Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device has migrated downwards to behind the earlobe. It's now sitting at the edge of the drilled-out area of her mastoid, and the edge is pretty close to the back of her pinna.